Manufacturer narrative:
Device was not returned to MFR for evaluation. We are unable to determine the cause of the event. However, the suspected devices in use are catalog# g8379120c, #g8372635, g#8698045, and #g8281248.

Event description:
Implant date: in 2006. It was reported that a re-operation was performed approx a year post op to redo the fusion at patient's lumbar level due to failed fusion.